Event description:
It was reported that following a completed cryo ablation procedure, the patient was transferred from the operating room in stable condition; however, the patient's condition began to rapidly deteriorate. The patient's blood pressure decreased and the patient went into asystole. Resuscitation efforts were attempted; however, the patient expired. An autopsy revealed a significant accumulation of blood in the abdominal cavity, caused by a venous tear. The physician surmised that during insertion of the integrated dilator/needle into the venous system, it inadvertently retracted and detached from the sheath, causing the venous tear that lead to the patient's death. The physician surmised that the tear occurred when the sharp, distal edge of the sheath was exposed, following inadvertent retraction of the integrated dilator/needle. It was further stated that the sheath to integrated dilator/needle connection is "generally weak" and can result in detaching when sufficient force is applied during system introduction into the venous system.

Manufacturer narrative:
Continuation of d10: product ID: 900304, product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.